Event description:
The patient contacted animas on (B)(6) 2013, reporting that several months ago there was an episode when the patient's blood glucose (bg) was found to be extremely elevated at 40mmol/l with nausea. In an attempt to troubleshoot the issue, the reporter stated that the patient disconnected and attempted to prime and no insulin would expel from the tubing. The reporter denied leaking and reporter confirmed insulin was in the cartridge. The reporter believed that the tubing was blocked, the tubing and site were changed. The reporter stated that the bg resolved with corrections via pump after infusion set was changed. Customer support (cs) was unable to determine source of issue as product was unavailable and reporter is poor historian of this incident. The reporter stated that the pump failed to give an occlusion alarm. Cs was unable to complete full troubleshooting as issue occurred in the past. This report is being made due to the alleged hyperglycemic event the patient experienced due to absent of an occlusion alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no occlusion alarms or delivery interruptions. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately with functional auditory and vibratory features. The pump was successfully primed and exercised for 24 hours with no occlusions occurring during testing. During investigation and occlusion was induced and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.